Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call power loss alarm on the insulin pump. Customer's blood glucose level was 33.3 mmol/l. Customer received the alarm as a result of replacing the battery on the insulin pump. Customer was not sure if they received enough insulin or if they received any insulin from the device. Customer was advised if insulin came out during the fill tubing process then it should have come out of the basal delivery as well. Customer believed this was the problem and they would follow up with their healthcare provider.